Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power loss alarm and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on pump was monitored and functioned properly. All buttons functioned properly. No stuck button alarm during testing. No unlocked keypad connector during visual inspection. No damage in the keypad assembly noted. The insulin pump passed the leak test. The insulin pump received with normal operating currents. No unexpected replace battery now alarm noted. The low battery alarm functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with replace battery now. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the replace battery now alarm. The caller confirmed that the insulin pump and battery cap were undamaged. The alarm also occurred without a low battery warning. The customer was sent a replacement battery cap but they still experienced issues with the replace battery now alarm. The insulin pump will be returned for analysis.